Event description:
It was reported that during a laparoscopic radical prostatectomy, while tying off the dorsal venal complex, the needle broke in half. The procedure was converted to open to retrieve the broken portion of the needle. The needle was retrieved. The o.r. Time was extended by 20 minutes. There were no additional patient consequences.